Event description:
It was reported during an atrial fibrillation ablation procedure using navx, a perforation occurred. Multiple devices were used during the procedure. The physician used both an agilis and sr0 sheath transeptally, and performed an af ablation using the cool path catheter ((B)(4)). A brk needle ((B)(4), lot unk) and acuson intracardiac echo ((B)(4)) were used for the transseptal puncture. After performing the left atrial ablation, it was noted on ice that the patient had a pericardial effusion and a pericardiocentesis was performed. The heparin was running at 4000 units/hour which turned off one hour prior to finding the effusion. At the time the heparin was turned off, the act was 284. It should be noted that the physician does not allege the effusion was caused by any sjm products,

Manufacturer narrative:
None of the devices were returned for analysis and review of the device history record was not possible as the lot number is unk. The cause for the reported pericardial effusion and subsequent pericardiocentesis remain unk. It should be noted that the physician does not allege the effusion was caused by any sjm products. In addition, the instructions for use (IFU) states that vascular perforation is an inherent risk of the procedure.